Event description:
It was reported that during a procedure, the device snapped midway upon insertion.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the device snapped midway upon insertion.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. However, 2 handles were received and evaluated. Visual inspection revealed both handles showed wear marks on the shafts distal end. The most probable root causes for the reported condition are: inadequate materials and/or design for forces required to drive anchor and/or manufacturing process inadequate to prevent part defect. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.